Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room feeling syncope and dizziness. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. The lead was repositioned without incidence on (B)(6) 2020. The patient was in stable condition.